Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found battery high resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 30 mg/ml morphine at a dose of 0.184 (minimum rate) mg/day (the old dose was 9 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a critical alarm occurred, reset and safe state. The pump logs were checked. The pump replacement was on (B)(6) 2017. The patient presented over the weekend with withdrawals. The hcp reported the logs showed a reset occurred and the pump was in safe state. It was considered a sudden change in therapy/symptoms. The representative did not know the date of the reset of safe stated, but reported it correlated to the withdrawals the patient experienced (event date of approximately (B)(6) 2017). The pump would be sent back for analysis. There were no further complications reported or anticipated.